Manufacturer narrative:
Correction: serial number and associated device manufacture date provided.

Manufacturer narrative:
Operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system. Return of the suspect catheter tip requested. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a prostate procedure, using a laser thermal ablation therapy system, the tip of the catheter melted. The registered nurse (rn) that reported the issue also noted that the fluid return tubing of the catheter was inside the lumen of the catheter, which made it difficult to insert the positioning stylet. This may have contributed to the failure at the tip. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system and the laser thermal ablation therapy system. There was no impact on patient outcome.